Manufacturer narrative:
Plant investigation results: although the actual sample was not returned, a set of companion samples was provided for physical evaluation. A visual inspection was conducted on the returned samples with no issues noted. Dimensional measurements were performed and the results were found to be within tolerance specifications for the device. Additionally, a taper test was performed using a force gauge with no issues noted. A simulated therapy was successfully completed with the returned samples without complication. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation of the actual sample could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis patient discovered a fluid leak during an unspecified phase of peritoneal dialysis therapy. The leak was noted to be coming from the patient¿s adapter that connected to the solution bag. The cause of the leak was unknown. The patient was connected to the setup when the leak occurred. There was no patient injury or medical intervention required following the event. The patient was able to complete their treatment after the leak using manual supplies. The sample has not been returned for evaluation. The patient was reported to be doing well and is continuing with peritoneal dialysis therapy. Additional information was requested but was unavailable.